Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found the stand alone board was malfunctioning, which directly caused the reported issue. The board was replaced, along with fuses, and the issue was resolved. The stand alone board was received by the manufacturer for evaluation. Analysis confirmed the reported problem "generator not initializing". Stand alone board failed bench testing. Diode d3 was shorted. Measured 3.1 ohms, expected value is greater then 2k ohms. The relay also failed, pins 1+2 shorted = .2 ohms. The fuses were also returned for evaluation. Analysis confirmed reported problem. Both fuses were open. An electrical failure mode was confirmed, with the stand alone board and system fuses being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not acquire images. It was reported that the system was booted and appeared to be functioning normally, so it was draped and positioned around the patient. When the user attempted to acquire 2d fluoro images, the system displayed 'shutting down...' And images could not be taken. The system was rebooted. Upon boot up, the motion controllers and mobile view station (mvs) connections initialized properly, but the x-ray generator never reached a 'ready' status. The green status bars continued to scroll. The use of the imaging system was discontinued at this time. The procedure was completed successfully using a c-arm after a reported delay of 10 minutes. The patient was not impacted.